Event description:
This is a baxter to baxter complaint (B)(4) where the customer is the baxter (B)(4). This is a case report for a problem discovered on (B)(4) 2015 by the (B)(4). The labelling technician at the (B)(4) discovered that 7 products folfusor sv2.5 (part code: 2c4711k; batch number: 15b046 contained a small white plastic within the balloon. The shard of white plastic was noticed by the technicians during the inspection / labelling task of the dispensed products. Two samples are available however five of the samples have been discarded. The two available samples will be forwarded to the manufacturing plant. Unit 1 contained: fluorouracil in sodium chloride 0.9% bp folfusor sv2.5 - dose unknown, sample unavailable. Unit 2 contained: fluorouracil in sodium chloride 0.9% bp folfusor sv2.5 - dose unknown, sample unavailable. Unit 3 contained: fluorouracil in sodium chloride 0.9% bp folfusor sv2.5 - dose unknown, sample unavailable. Unit 4 contained: fluorouracil in sodium chloride 0.9% bp folfusor sv2.5 - dose unknown, sample unavailable. Unit 5 contained: fluorouracil in sodium chloride 0.9% bp folfusor sv2.5 - dose unknown, sample unavailable. Unit 6 contained: fluorouracil 3550mg in sodium chloride 0.9% bp folfusor sv2.5 - sample available unit 7 contained: fluorouracil 4450mg in sodium chloride 0.9% bp folfusor sv2.5 - sample available there is no patient involvement. No additional information is expected. This complaint is unit 5.

Manufacturer narrative:
(B)(4). Lot 15b046 was manufactured from february 25, 2015 to february 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.